Manufacturer narrative:
Device evaluated by manufacturer? No, lens not returned. (B)(4). Method code: - work order search. Results code: a lens work order search was performed and another similar complaint was found within the work order. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -16.0 diopter, in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The patient experienced narrowing of the angle and shallowing of the anterior chamber depth. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Per medical review - reportedly, icl(13.2 mm) was explanted/exchanged for a shorter length icl (12.6 mm) eight months postoperatively to address excessive vaulting and narrowing of the angle. No increase in iop was reported and bcva was 20/20 prior to the explantation. According to the customer complaint questionnaire for surgery, dated on (B)(6) 2015, the event was not device related. It was attributed to patient factor ("borderline white to white measurement ") and subsequent surgeon`s decision to implant longer (13.2 mm) icl. No reported postoperative sequelae. Based on the complaint history, work order search, and medical review, the cause of this complaint was patient factor. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): based on the results of the DHR review, the available information given within this complaint, work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The surgery facility reported, the event was not device related and was attributed to patient factor (borderline white to white measurement) and surgeon decision to implant longer lens. (B)(4).